Event description:
A 1.5 mm diameter x 10 mm length sprinter legend rapid exchange (rx) balloon dilatation catheter was used in a pt to pre-dilate a heavily calcified lesion located in the rca. Information rec'd from the account confirmed that prior to this; the physician had failed to deliver two other pre-dilation balloons (details unk). Resistance was encountered and force was applied to the relevant device during its advancement; however, it was reported that the balloon ruptured when inflated to 14 atms. During procedure, one other sprinter legend rx balloon was used for pre dilation purposes, however, this balloon also ruptured when inflated to 14atms (MFR tempt #2953200-2010-02039). The pt is reported to be fine and no other clinical sequelae were reported.

Manufacturer narrative:
Evaluation summary: the distal tip was damaged and partially bunched on one side indicating that it may have been stubbed during advancement. Negative purge did not detect the presence of a leak possibly due to the presence of crystallized residue in the inflation lumen and balloon. The device was placed in a water bath to disperse the residue. On removal from the water bath, a negative prep was carried out on the device and a constant stream of air bubbles was seen to enter the syringe confirming the presence of a leak in the device. When an attempt was made to inflate the device using an indeflator, the device would not hold pressure. A small radial tear was located on the balloon over the distal end of the inner shaft marker. (B)(4). Evaluation: results: (heavy calcification), (force used during advancement of the device). Conclusions: (heavy calcification), (complex procedure).